Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed blisters and open sores on his back underneath the therapy electrodes. There was pus and burn-like marks. The patient was given a prescription of antibiotics as well as triamcinolone with neosporin from her physician. Patient believes the irritation may have been because of a medication change, but this was not confirmed. During a follow-up, it was reported that the patient's irritation improved.